Event description:
The nurse felt some resistance during the start of the PICC removal process. Approximately 1/3 of the catheter was stuck into pt's left arm. After few hours of attempt, a surgeon performed a cut down technique and removed successfully the entire catheter. Pt was not injured and is doing fine.